Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient received a stent graft placement procedure utilizing the lifestream stent. During the procedure, it is alleged that the stent dislodged outside the body during insertion. The procedure was successfully completed with an alternative device. There were no reported injuries to the patient.